Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, mini refrigerator latch in remote manager had a loose connection and failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), section e initial reporter first name, initial reporter last name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator latch failed. The field service engineer reattached the smart remote manager (srm) to the refrigerator. The customer tested the repair, verified its functionality, and confirmed satisfaction. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager latch was loose and failed to close. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.